Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired for a third time with a green cartridge on the lower fundus of the stomach using seam guard. During the firing, the device boggled down, made a crunch sound but it did complete the firing. When the device was opened to inspect the staple line, there was only one staple line intact and there were pieces of yellow plastic found where the device had been fired. The pieces were retrieved and the staple line was over sewed. A new device was used to complete the procedure. The two previous firing were with green cartridges. Nothing unusual reported for those firings. There was no patient impact.